Event description:
It was reported that this device was electrically abandoned due to an unknown product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this device was explanted due to an unknown product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported. This device has been received for analysis.